Event description:
The customer received a blood glucose reading of 313 on the contour next meter, re-tested on a different meter and the reading was 91mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the customer was expected to return the test strips for investigation.new strips and meter were sent to him.